Manufacturer narrative:
Investigation conclusion: the reported issue of led display segment was dim was confirmed on 1 out of 1 returned board. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of the board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 28-mar-2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 26-nov-2020 and indicated that this device has been previously returned for service regarding bezel post remediation under complaint file (B)(4) which is not related to the reported issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for the investigation.

Event description:
It was reported that the lvp displayed dim segments. No patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lvp displayed dim segments. No patient involvement.